Manufacturer narrative:
Pentax video colonoscope model epk-i7000(a) is not distributed in the USA, therefore the PMA/510(k) number is not applicable. UDI# is not applicable because the device is not marketed in us. Evaluation summary: it was caused due to the pcb failure. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. The processor was no image and could not recognize the scope.